Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l device implanted related to event.

Event description:
In 2009, this pt presented with bilateral iliac aneurysms. The physician implemented a typical aaa approach for treatment. The iliac aneurysm extended into the aorta and was very aneurysmal and tortuous. The common iliac aneurysm measured at 5cm and was in an "s" shape. The aneurysm was straightened out with very stiff guidewires for device implantation. Five months later, a second procedure was performed to treat device separation and type iii endoleak. The devices were bridged with an add'l contralateral leg component and iliac extender component. The physician suspects that when the guidewires were removed, the iliac artery resumed its original shape or as time passed, the devices migrated from each other due to pt's anatomy and that's when the devices separated. The original trunk-ipsilateral leg component went up the pt's left side and was extended with the iliac extender component. The hypogastric artery was intentionally covered to gain enough aortic neck for device placement. Those were the devices that separated due to pt's anatomy. The procedure was performed outside IFU. The pt tolerated the procedure. No further incidents were reported.